Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The customer followed up with the philips remote service engineer (rse) and reported that the central processing unit (cpu) board was replaced to correct the "backup alarm failed" error code (1104). The customer was not calling back to request the option codes for reprogramming. The rse provided the option codes for new cpu. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error message (1104). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: backup alarm failed" error message (1104). During troubleshooting, it was reported that only diagnostic code 1104 was logged. The rse noted that a verification of the power management (pm) board was performed and was noted that the part was previously replaced 400 hours ago. The rse recommended that the central processing unit (cpu) board should be replaced. The rse provided the customer with the part number for a replacement cpu and also discussed installation to include reprogramming the serial number / operating hours, and to call philips back for the encryption codes (to reenable the software options). The investigation is ongoing.